Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced an erosion into the urethra and recurrent urinary tract infections, requiring revisional surgery to remove the eroded mesh segment. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.